Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device inappropriately diagnosed an atrial fibrillation episode. Upon electrogram review, occasional p-waves were noted and possible premature atrial complex events, as well as one premature ventricular contraction. No programming changes were made. No further information was provided.